Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). "Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)".

Event description:
The user facility reported that a 51-year-old male patient with known aortic aneurysm was transferred for advanced cardiac therapies and taken to the or for impella 5.5 placement, ECMO decannulation, intra-aortic balloon pump (iabp) removal, and tracheostomy. It was noted that the impella 5.5 placement was successfully placed. Va ECMO was decannulated surgically repaired and a wound vac inserted.the left groin iabpwas turned off, removed, and site preclosed. The patient was then prepped for tracheostomy. Upon trach exchange there was an absence of ventilation for 10 seconds. Patient went into ventricular tachycardia (vt), hypotensive and consequently defibrillated. Vasopressin 2 units were administered with compressions and patient recovered. Impella turned back up to p5. During support it was reported that the patient was in/out of supraventricular tachycardia (svt). In addition, the patient was recannulated after having arrhythmias and drop in mixed venous. The patient had paradoxical breathing and was not following commands. A head CT revealed diffuse encephalopathy. The patient's neuro status was not changing and eventually care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.